Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0mmm7, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0eebe, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device was helping with their bowel problems more than their urinary problems. The patient did state later that the stimulator was helping them. The patient stated that ¿it turns itself off all of the time.¿ it was noted that it had done this several times since implant and the patient¿s doctor thought it was from walking through the metal detector. The patient stated it had only happened once since their lead revision in (B)(6) 2014. It was noted that in (B)(6) 2014, the patient was at a concert and when the security people used their wand it turned it off. The patient stated they knew when it was off because their symptoms came back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.